Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation of loose connection, was not confirmed. During evaluation, it was found out that the device had no image from the serial digital interface output due to a defective main board. Additionally, there was heavy dust inside the unit needed cleaning, and the wires were found corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system center had a loose connection issue. The issue was found during inspection prior to use, and the procedure was completed using the same set of device using with other output digital visual interface (dvi). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image from the serial digital interface (sdi) output due to a defective main board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.